Event description:
It was reported that the needle had difficulty being extended. A radiofrequency ablation procedure was being performed . The 3.0/17/15 leveen superslim was selected for use. During the procedure, the needle did not deploy or extend properly. They replaced the needle and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the electrode was returned for analysis. No visual damages defects were observed on the electrode, handle, cannula and connector. The device was free of obvious kinks and bends. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that the needle had difficulty being extended. A radiofrequency ablation procedure was being performed . The 3.0/17/15 leveen superslim was selected for use. During the procedure, the needle did not deploy or extend properly. They replaced the needle and the procedure was completed. There were no patient complications.